Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they went in on the 3rd to have the device programmed and it was not working properly. Patient stated they were getting stimulation in their stomach and not going to their back or the parts that they needed to go to. Patient mentioned they were having a lot of pain and wanted to know what to do to make sure the device was working properly; patient mentioned their handset and recharger were not responding. Agent offered to troubleshoot with the patient over the phone, but patient declined stating they would like to meet with a representative in person. The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.